Manufacturer narrative:
Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Therefore, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required.

Event description:
Baxter received a report that procedural stretcher frame had brakes not holding while in brake. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.